Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# 0204041026, implanted: (B)(6) 2011, explanted: (B)(6) 2017, product type: catheter. The previously reported (B)(4) no longer applies to this event. The previously reported (B)(4) no longer applies to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2017-mar-10, additional information was received from a foreign manufacturer representative (rep). The patient's underinfusion started approximately (B)(6) 2016 with a gradual increase in tone, spasticity and pain. The clinic became aware of the patient's symptoms in november when the patient was admitted to the hospital for an unrelated scoliosis repair (specific date unknown). After the scoliosis repair, the clinic wanted to do a routine dye study, but could not because they could not withdraw cerebrospinal fluid (csf) from the catheter access port (cap). The pump was programmed to minimal rate and there were no signs or symptoms of withdrawal. Oral baclofen commenced and an improvement was observed. The rep reported that a microleak or some catheter issue was suspected due to the patient symptoms, so the catheter would be returned for analysis. Observational analysis was used to conclude that there was a problem with the catheter integrity. The patient had recovered well and was doing much better with a new catheter and pump.

Manufacturer narrative:
Concomitant products: product ID: 8709sc, lot# 0204041026, implanted: (B)(6) 2011, explanted: (B)(6) 2017, product type: catheter.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer¿s representative regarding a patient who was receiving lioresal (unknown concentration and dose) via an implantable pump for an unknown indication for use. It was reported that the patient was scheduled for a routine pump replacement on (B)(6) 2017. The hcp suspected an underinfusion from a microleak, and the catheter was replaced as well on the same date. The representative knew the patient was scheduled for the pump replacement, but was unaware of the plan to replace the catheter until the hcp requested the catheter be returned for analysis. The onset date of the catheter issue was unknown. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. It was unknown what diagnostics/troubleshooting were performed. It was indicated that it was unknown what interventions/actions occurred, but it was known that the catheter was replaced. The issue was resolved. There were no reported symptoms. The patient status was alive ¿ no injury. No further complications were anticipated.

Manufacturer narrative:
Other relevant components include: product ID neu_ascenda_cath lot# unknown : product type catheter product ID 8709sc lot# 0204041026 implanted: (B)(6) 2011 explanted: (B)(6) 2017 product type catheter. Analysis of the 8709sc lot# 0204041026 found the catheter to have coring-tears-cuts in seal at the sc connector. There was no leak seen in the lab. Analysis of the neu_ascenda_cath lot# unknown found the catheter was incomplete and returned in segments. The catheter was found to have acceptable testing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The catheter was picked up by a manufacturer¿s representative to return for analysis. It was noted that the catheter was still attached to the pump. The catheter was cut accidentally during the removal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.